Event description:
Patient self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 2.8, lab: 2.4. Date: (B)(6) 2010, inratio: 2.8, lab: 2.2. Patient's target therapeutic dose is 2.5-3.5.

Manufacturer narrative:
Investigation pending.